Manufacturer narrative:
Updated fields: a2, a4, b4,g3, g6,h2,h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone), h6 (type of investigation). Due to character limitation in block e1: initial reporter: (B)(6).

Manufacturer narrative:
Due to character limitations: full event site name: (B)(6) medical center. Full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit would not stay powered on during a lifeguard transport of patient. There was no harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3, b5, h6 (type of investigation, investigation findings, component codes,medical device ¿ problem code, investigation conclusions) a getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, he states that batteries showed poor performance during air transport. Batteries expired in september. Replaced both battery packs and completed the pm including all functional and safety tests as per manufacturer specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has battery malfunction issue. There was patient involvement and no patient harm reported. Unit would not stay powered on during a lifeguard transport of patient.